Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that erroneously depressed sodium (na) results were obtained on two pediatric patient samples on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were within lab range on the day of the event. The customer realigned sample probe, performed sample probe alignment, primed and flushed all integrated multisensor technology (imt) fluids, and ran qc which recovered within an acceptable range. Siemens reviewed instrument data, qc results were noted to be out of lab range after the discordant results were obtained, air and liquid values of standard a (std a) and std b were within the normal range, and dilution check passed for sodium (na) within normal range on the date of the incident. Siemens further evaluated the event and determined that the misalignment of sample probe and the flow issue through imt, potentially contributed to the erroneously depressed na results. The instrument is operational and performing within specification. No further evaluation/troubleshooting required.

Event description:
The customer reported that erroneously depressed sodium (na) results were obtained on two pediatric patient samples on a dimension exl with lm integrated chemistry system. The erroneous results were not reported to the physician(s). The samples were reprocessed on an alternate dimension exl with lm integrated chemistry system. The repeat results recovered higher than the erroneous results. These repeat results were considered correct as they matched the patient's clinical history, and were reported to the physician(s). The samples were reprocessed on the original analyzer (after troubleshooting), and these repeat results recovered similar results to the results from the alternate analyzer. There are no known reports of patient intervention or adverse health consequences due to the erroneously depressed na results.